Manufacturer narrative:
A ge oec svc rep investigated the issue and found the isolation transformer needed to be adjusted for a fluctuating facility power issue. The isolation transformer was re-tapped for proper operation with noted facility power changes. While addressing the power issue, it was noted that the keyboard cable was damaged and was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not boot up after a power fluctuation in the o.r. Suite the sys was being used. Attempted re-boots were unsuccessful and the sys was removed from use for service.